Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced air bubbles in reservoir during priming. Reservoir could not be returned for analysis due to being discarded. Customer's blood glucose was not provided.